Event description:
It was initially reported that the device in an overdischarge state. The device was successfully brought out of the overdischarge using the physician mode recharge. It was also stated that when recharging, the device was turning off when the battery was at a 50% charge. The coupling bars disappeared and it seemed everything shut down. This had been occurring for approximately six months. The pt was using high settings, three programs running at 8.0v, 9.0v, and 10.0v respectively. The device was reprogrammed to one program at 4.9v which enabled the pt to charge every 14-17 days rather than daily. It was unclear at this point if the issue was due to the recharger or the implanted stimulator. The stimulator continued to shut off when reaching a certain charge level despite multiple troubleshooting attempts and the physician was considering replacing the implant.

Manufacturer narrative:
(B)(4).